Manufacturer narrative:
Follow-up #1: date of submission 05/01/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2014 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was exercised for 24 hours with no issues. The iob duration feature is operating as designed.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the insulin-on-board is still counting down at the 5-hour mark with the duration setting confirmed at 4 hours. During troubleshooting, the time and date on the pump were verified as correct. Customer support was unable to determine if there were alarms or warnings that had not been responded to that could cause this issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged insulin-on-board issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.